Event description:
It was reported that the patient was not getting and adequate stimulation. It was also noted that the ipg was not holding a charge. Th patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was kept by the hospital and will not be returned.